Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer did not have supplies to continue technical support, and follow-up was attempted by technical support to resolve the issue, but no further outcome information is available.